Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-17538. It was reported the patient is experiencing ineffective stimulation due to her occipital scs leads (off-label) migrating. Subsequently, surgical intervention will be taken at a later date to address the issue. Follow-up identified the patient developed a sinus infection; as a result, surgical intervention will occur after the infection has cleared.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.